Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) alarm was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The home patient (hp) stated that two nights in a row, he got this alarm during drain 1. The hp stated that he did not disconnect from the hc. There were no leaks detected and unused lines were clamped. The hp stated that he shut the hc down for about an hour; then restarted it using the same supplies. The technical service representative (tsr) explained that the set up was compromised and advised the hp to call the nurse after the call is completed. . No patient injury or medical intervention was indicated at the time of the initial report. The home patient (hp) called the writer on (B)(6) 2011 regarding the reported problem. The hp said there was something wrong with his machine. The hp said he had the alarm 3 times in the last 5 days and he wants it swapped. The writer spoke with the home patient's (hp) nurse on (B)(6) 2011 regarding the reported problem of se 2240- air in the line. This is report 2 of 3.